Event description:
It was reported by the customer that a pyxis anesthesia es system half height matrix drawer had a burned-out flex cable, and the drawer did not work. During device investigation, a field service engineer found that the thermal damage was only on the grey ribbon cable of the retractor band and no other components were visibly affected. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 09-oct-2022 to 08-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the retractor failed. The field service engineer replaced the retractor band as a result of thermal damage observed on the grey ribbon cable to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, a field service engineer noticed thermal damage on the grey ribbon cable of the retractor band and nothing else was burned/damaged on drawer. A field service engineer replaced the retractor band to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system half height matrix drawer had a burned out flex cable and the drawer did not work. During device investigation, a field service engineer found that the thermal damage was only on the grey ribbon cable of the retractor band and no other components were visibly affected. There were no adverse events or injuries reported based on this event.